Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2017. The patient was revised due to instability on (B)(6) 2024 and all implants were removed and replaced. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition